Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigma procedure, the surgeon tried to connect device with anvil using some force, but rod rotated and moved back into the device. Surgeon tried again with new device. Same issue occured, but by holding knob, the rod was prevented from moving back. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # t5ax3z. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Also while not effecting performance, it is noted that the shroud weld seems below the rotation knob has weld separation. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t92u58. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.